Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator  was not working and was at end of service (eos) and needed to be replaced. During a procedure to open the battery pocket for eos replacement, white fluid discharged from the battery pocket, and a thick white coating was observed on the battery. The physician did not feel infection was present and suspected battery erosion or a possible battery acid leak. The device was explanted and the lead remained intact. The battery pocket was irrigated and antibiotic powder was placed in the pocket before closing.  The hcp made the decision to just explant and not replace. After surgery, the patient reported not feeling well lately prior to surgery and suggested the alleged leaking from the battery site could potentially be the reason. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.